Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal pancreatectomy, at the first firing, when the first reload was approached to the pancreas tail, the sheet came off and the device could not be used. When a new product was taken out and used in the same way, the sheet at the anvil side came off as the same and the second reload could not be used, so manual suturing was performed to complete the case.